Event description:
It was reported that during the implant procedure and after the coronary sinus venogram, the balloon catheter would not deflate. After contrast injection, the dye seemed to stain the tip of the balloon. It appeared to be a ball of dye. Despite multiple efforts, the balloon would not deflate. A wire was delivered through the sheath to retain coronary sinus access and the balloon catheter was retracted into the introducer sheath and forced to close. The system was removed from the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.